Event description:
The endotracheal tube holder did not lock appropriately and the baby self-extubated. (It is unreported how long the endotracheal tube holder and tube were in use before the infant self-extubated.) The infant was successfully reintubated. There was no effect on the infant>' endotracheal tubes are used with co endotracheal tube holders at this hospital.